Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. (B)(6) discussed that there was no under-sensing observed and the device appears to be functioning as programmed. To date, this lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).